Event description:
This device was returned with oos documentation from biotronik representative. This patient expired. Per the following physician's office, this patient expired of cardiac arrest. There are no complaints associated with this device. Exact date of death was not available.